Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD)'s shock counter was displaying an incorrect value due data corruption. The shock counter will return to normal at the next follow-up and no further action taken. The s-ICD remains in service and there have been no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.